Event description:
It was reported that during device preparation, while pulling negative, the device kept sucking air. The device was set aside and not used. There was no adverse patient effects and no clinically significant delay in procedure. A different balloon was used successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed a hub leak at the guide wire port. The root cause of the hub leakage was identified as variation in shrinkage of the adhesive material during the bonding process. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records based on an expanded investigation, a product issue related to inflation difficulty associated with leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.